Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a perceval plus valve size l was implanted on (B)(6) 2024. Based on the information received, arrythmia was started on (B)(6) 2024. Based on the further information received, patient with multiple comorbidities predominantly related to chronic pain presented for outpatient minimally invasive bioprosthetic aortic valve replacement. Preoperatively, patient was noted to have right bundle branch block and left posterior fascicular block. Post aortic valve replacement, patient had immediate evidence of third-degree av block and required temporary pacing through epicardial wires. Reportedly, patient was being paced at 80 bpm through this epicardial leads. As such, dual chamber permanent pacemaker on (B)(6) 2024. Reportedly, after the pacemaker implant procedure, patient was transferred to the post procedure recovery area in stable condition. Based on the medical judgment available, patient's underlying rhythm was complete heart block with a wide escape rhythm at 25 bpm. Given the baseline ECG prior to patient's operation showed evidence of distal conduction disease (bifascicular block - rbbb and lpfb) it is unlikely that av conduction would have recover. As such, the decision to implant permanent pacemaker was made. The outcome was indicated as recovered/resolved. Patient's medical history was as follow: bicuspid aortic valve with aortic stenosis. Status post avr, mild pulmonary hypertension (rvsp 39 mmhg on cath in 2023), hypertension, asthma: well-controlled; no recent prednisone, previous neck surgery; minimal current neck movement, osa - on CPAP, severe degenerative disease of the spine, chronic pain -intrathecal pain pump (at mid thoracic level); implanted in 2001; spinal cord stimulator: placed in saskatoon, prior dvt and pes bph, hypothyroidism, and controlled gerd.

Manufacturer narrative:
The manufacturing and material records for the device and nitinol stent involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis and its component satisfied all required material, visual, and performance standards at the time of manufacture and release. From the document review performed, no manufacturing deficiencies were noted. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. Based on the information available, patient had baseline distal conduction disease (bifascicular block - rbbb and lpfb). As such, cause of the reported event can be related to patient condition.